Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the (neonatal intensive care unit) nicu nurse stated that therapy has been running for approximately 5 hours in an arctic sun device. They got a flow rate alert and performed the troubleshooting the device guided them through. However, they were unable to start therapy as they are getting a reservoir low alarm, and the device would not take the water. Asked to stop trying to fill and perform the empty pads option first. Performed this task then attempted to fill machine again and unclear if there was actually in water in the pads. They could hear the device click when she presses start, but the water did not actually get sucked into the reservoir. Ensured fluid delivery line (fdl) disconnected from pads. Guided to diagnostics showed that the system hours were 9299, pump hours were 8878, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Since the device would not fill and the reservoir was reading empty, they would need to locate another device. They confirmed they have no other units available so they would use alternative means of ttm. Per sample evaluation results received via task on 21jul2025, it was reported that the circulation pump motor showed signs of seizing when shaft spun by hand. Not flow reading or flow observed in shunt.

Event description:
It was reported that the (neonatal intensive care unit) nicu nurse stated that therapy has been running for approximately 5 hours in an arctic sun device. They got a flow rate alert and performed the troubleshooting the device guided them through. However, they were unable to start therapy as they are getting a reservoir low alarm, and the device would not take the water. Asked to stop trying to fill and perform the empty pads option first. Performed this task then attempted to fill machine again and unclear if there was actually in water in the pads. They could hear the device click when she presses start, but the water did not actually get sucked into the reservoir. Ensured fluid delivery line (fdl) disconnected from pads. Guided to diagnostics showed that the system hours were 9299, pump hours were 8878, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Since the device would not fill and the reservoir was reading empty, they would need to locate another device. They confirmed they have no other units available so they would use alternative means of ttm. Per sample evaluation results received via task on 21jul2025, it was reported that the circulation pump motor showed signs of seizing when shaft spun by hand. Not flow reading or flow observed in shunt.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Circulation pump motor shows signs of seizing when shaft spun by hand. Replaced circulation pump motor. Unit was primed to fill in decontamination. Circulation pump failed during decontamination, installed test circulation pump for flow. Test pump not reading flow, flow observed through shunts. A 2000-hour pm was completed on the device. Replaced flowmeter. Inspected unit and components. Cleaned condenser coil, tank, and level sensor. As part of the pm, serviced the circulation and mixing pumps, replaced the heater, manifold o-rings, drain valves, tank tubing, and coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.